Event description:
The peritoneal dialysis (pd) patient's contact reported a m37 patient pressure not constant during pd set up on the liberty cycler. The pt ended therapy and was advised to contact this pd nurse. The pt contact reported that the patient had been in the hospital off the liberty cycler for 5 days due to peritonitis. The pt was completing treatment manually.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the pt admitted to not washing his hands and not wearing a mask while performing his pd treatment. Per the fmc associated medical director, patient developed one episode of peritonitis and subsequently required additional mid day exchanges to administer ip antibiotics. Peritonitis causes inflammation in the peritoneal membrane leading to changes in permeability and clearances. Patient developed fluid overload and was hospitalized, where he received hemodialysis treatments. Patient reported an m37 alarms after hospitalization. There are no other complaints or reports which could have caused or contributed to peritonitis. An m37 alarm, which occurred after the hospitalization, indicates the pressure is not constant, and would not lead to peritonitis. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. The touch screen was dim when powered on and the inverter board was replaced. A simulated treatment was performed and completed without any failures or problems. There was no evidence of a fluid leak during testing further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were within specifications.